Manufacturer narrative:
The device remains implanted in the patient, hence device evaluation could not be performed. Medical records and images were provided for clinical assessment and reviewed with the following conclusion: the report of an endoleak of unknown origin was confirmed. Extreme calcification in the distal aorta is the likely reason for poor apposition of the device. The investigation did not identify a device issue. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar events. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that after implantation of a bifurcated device and a suprarenal aortic extension, an endoleak was identified. Reportedly, an angiogram was performed upon device implantation and a distal endoleak was observed, which was possibly caused by occlusion present in the inferior mesenteric artery. Due to the severe distal calcification, the physician elected to implant a covered stent on both limbs. After performing dilatation of the implanted devices a repeat angiogram was performed, which showed the endoleak was still present. The physician elected to conclude the procedure and bring the patient back for follow up. A computed tomography scan performed approximately two weeks later, showed the endoleak was no longer present. The patient is reported to be doing well.